Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified volume of an unspecified blood product. The customer contact reported that prior to the start of the infusion, the nurse noted that solution leaked from the middle of the blood filter on the tubing set. The tubing set and the unit blood were replaced and therapy initiated. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.